Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, surgeon was complaining about seal integrity of the device. When the surgeon was sealing tissue near the antrum of the stomach, he would encounter what he stated were incomplete seals. He had to go back and seal multiple times to stop bleeding. There was no patient injury.